Manufacturer narrative:
Review all lot numbers because it cannot be determine which lot #s were used during surgery. Lot# 6668450, mfg. Date; 05/16/2011. (B)(4). Lot# 6577473, mfg. Date; 01/21/2011. (B)(4). Lot# 6633811, mfg. Date; 05/06/2011. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, kwp. Original implant date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female had revision surgery (date and cause of the original surgery was unknown) after an x-ray revealed that 2 screws were broken at the top with non-union. The screws were found to be broken at l4-l5 on the left side. After a 45 minute delay, the surgeon was able to extract both screws. The surgery was completed successfully with good patient outcome. This report is for 2 of 8 for (B)(4).